Event description:
Healthcare professional reported injecting a patient in the lips with an unspecified juvéderm product. Patient developed severe pain 2 days post injection. Physician noted it is possibly a vascular occlusion or a bruise. Patient was treated with 600u hylenex the following day and pain improved with "good cap refill". Patient returned with mild pain and "one dusky area", physician treated the patient with 900u hylenex "to be safe". Pain has resolved. Remaining symptoms statuses are unknown.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.